Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
The end user reported that his wafers leaked within 24 hours of applying. He removed the wafer and noticed an indentation. He reported that he had recent weight gain. He currently is using eakim slim molded up around stoma around with an ostomy belt.